Event description:
It has been reported to philips that the allura system stopped working during clinical procedure. No harm as been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system abruptly stops, and exposure was not getting possible. The fse found image hard disc was defective. Fse replaced image hard disc. After replacement of the image hard disc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.